Event description:
Event description cpi received information that this endotak transvenous defibrillation lead exhibited low impedance measurements, no r-wave and would not capture during an attempt to implant it. The physician elected to explant the lead and replace it with a endotak of the same model and replace the implantable cardioverter defibrillator (ICD) at this time.